Event description:
A trauma pt was admitted to ICU. The pt was intubated, had a paced rhythm, and was oliguric. A post-pyloric feeding tube and left subclavian central venous line were placed. A portable chest x-ray was obtained and interpreted at the bedside. Tube feedings were begun at 20ml an hour. The following day, the radiologist noted placement of the feeding tube was in the right lung. Tube feedings were stopped and the tube was removed. A bronchoscopy was performed and a new feeding tube was placed under direct visualization. Shortly after, the pt became difficult to ventilate, and a tension pneumonthorax was diagnosed. A chest tube was placed and a needle thoracotomy performed. Pt experienced cardiac arrest requiring resuscitation. However, he remained on mechanical ventilation and oliguria worsened. He developed coagulopathy and severe acidosis. The next day, the pt developed pulseless electrical activity and expired.

Manufacturer narrative:
Feeding tube placement is dependent on the clinician and pt. The actual tube does not influence where it is placed.